Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 341-379 mg/dl. Reportedly, customer had inadvertently loaded an empty cartridge on pump. Customer administered a bolus via the pump to address bg and went to the emergency room with ketones (amount was not known). Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined to provide further information.